Event description:
It was reported that during a gall bladder procedure, errors were persistent to the point that the surgeon could not continue to use harmonic and had to convert to open. The case was completed with a competitor's device.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.